Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of neurological symptoms is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with juvéderm® voluma¿ with lidocaine in midface and botox® in upper facial lines. One week later, patient was injected with juvéderm® volift¿ with lidocaine under eyes and botox® in dao. Within 24 hours, patient developed neurological symptoms, pain near periauricular area, and fever. Patient was hospitalized; awaiting results and diagnosis. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03246 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvéderm® voluma¿ with lidocaine.